Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 6/3/15- litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, cobalt chromium metal debris, and elevated cobalt chromium levels. A head and liner are now being added to address allegations of metal on metal. Update 11/3/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs listed attorney information that was added to complaint. Revision surgical report added that patient had synovitis and leg length discrepancy. There is no new additional information that would affect the existing investigation. The complaint was updated on: nov 17, 2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Patient was revised to address pain. The stem was found to be loose.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain. The stem was found to be loose. Doi (B)(6) 2010 - dor (B)(6) 2014 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.